Event description:
It was reported that over a period of time the number of channels available to the pt have decreased as more and more electrodes have high impedance values. In january 2006 2 channels had high impedance three months later, 5 channels had high impedances. Now 10 channels have hgh impedances.